Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the emergency room with bacteremia and wound dehiscence. The entire system¿including the pacemaker, the right ventricular (rv) lead, and the right atrial lead¿was explanted and replaced with a single-chamber pacemaker and a rv lead. The physician believed that the infection was associated with the implant procedure. The patient remained in stable condition, and antibiotics were administered.